Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not engage with the cart, does not anchor correctly. There is no alleged malfunction with the device directly. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the base assembly, v60 stand, top platform assembly, v60 stand, latch, quick release, v60/v680 stand, foot kit, foot kit, bottom, pkg/4, v60 and the cover, cpu tray, to resolve the reported issue. The investigation concludes that no further action is required at this time

Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury, it was reported that the ventilator was still able to be locked into the stand. Therefore, this complaint no longer meets reportability requirements.